Event description:
It was reported in a resuscitation unit, the suture wings broke. The device had been stitched on the patient's skin, and the sutures remained in place. No complication, no injury, no consequence or death reported.

Manufacturer narrative:
(B)(4). The device will not be returned.